Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure using a swiss lithoclast ultra flex probe, the probe worked well for about 20 minutes. At that point, two inches of the tip of the probe detached and fell into the patient. The physician retrieved the probe tip from inside the patient with a flexible grasper. The procedure was aborted with no further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.